Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic lap hysterectomy. Event description: trocar broke on bottom and piece fell into the patient. Placed and tried to inflate balloon. Standard 10 mm lap camera inserted into the trocar. Observed at this point that the balloon had not inflated, but doctor didn¿t replace at this point and continued. Other trocars were placed and robot was docked. Three separate instruments were placed in the other trocars and robotic 12mm camera was exchanged for the 10mm lap camera. It was while the camera was removed and put back in that it was noticed that there was a vertical crack in the trocar. They looked closer and found that past the balloon, there was a crack and a piece missing at the bottom of the cannula. The trocar was removed and the piece that had fallen into the abdomen was retrieved. Type of intervention: the trocar was removed and the piece that had fallen into the abdomen was retrieved. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the distal tip fracture. It is likely that the cannula tip fracture was caused by excess force applied to the distal tip of the trocar during the procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic lap hysterectomy. Event description: trocar broke on bottom and piece fell into the patient. Placed and tried to inflate balloon. Standard 10 mm lap camera inserted into the trocar. Observed at this point that the balloon had not inflated, but doctor didn¿t replace at this point and continued. Other trocars were placed and robot was docked. Three separate instruments were placed in the other trocars and robotic 12mm camera was exchanged for the 10mm lap camera. It was while the camera was removed and put back in that it was noticed that there was a vertical crack in the trocar. They looked closer and found that past the balloon, there was a crack and a piece missing at the bottom of the cannula. The trocar was removed and the piece that had fallen into the abdomen was retrieved. Type of intervention: the trocar was removed and the piece that had fallen into the abdomen was retrieved. Patient status: fine.